Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had no pain relief. A dye study was performed and dye was seen leaking around the pump. The issue was not considered resolved, but surgical intervention was planned for (B)(6) 2019. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on (B)(6)2019. It was reported that the connector was replaced and was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. The catheter was returned, and analysis found the sc connector was damaged at explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source updated to include "heath professional." If information is provided in the future, a supplemental report will be issued.